Manufacturer narrative:
A siemens regional support center (rsc) specialist reviewed the calculation data, the instrument data, the result data, the service report, and the quality control data. The rsc specialist stated that there was no indication of an instrument or reagent issue. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on an alternate dimension vista instrument, both resulting higher than the initial result. It is unknown which repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.